Manufacturer narrative:
(B)(4). The reported complaint of "leak - balloon cuff" was confirmed based upon the investigation of the sample received. The customer returned one unit 5-16135 et tube, sher-I-bronch, rs, 35 fr for investigation. Visual examination of the returned device revealed no defects or anomalies. Functional inspection of the returned et tube revealed a hole in the distal bronchial (blue) balloon cuff which prevented the cuffs from being able to stay inflated. A review of the manufacturing process confirmed that all et tubes undergo 100% inspection for inflation and deflation, as part of the product release criteria. Any such defects would be detected as out of specification. The nature of the damage suggests it was not caused by a manufacturing process failure. A device history record review was performed, and no relevant findings were identified. Additionally, the IFU states, "care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." "Cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "Deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." Based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "(B)(6) 2024, the doctor found two blue balloon cuffs were leaking when doing testing before use on patient. Device was changed for a new one." Associated complaints 3003898360-2024-01375.

Event description:
It was reported that: "6 oct 2024, the doctor found two blue balloon cuffs were leaking when doing testing before use on patient. Device was changed for a new one.".

Manufacturer narrative:
(B)(4).